Event description:
It was reported that a user experienced intermittent bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in cgm signal loss with the responsible device not identified; the user was instructed to toggle settings, restart the ilet, and allow time for reconnection. No adverse clinical symptoms reported. Outcomes included no injury and no hospitalization. User support included customer care troubleshooting and education focused on cgm pairing and bluetooth reconnection steps. Investigation of this case revealed a transient communication disruption consistent with cgm signal loss without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption due to external or use-related factors.

Manufacturer narrative:
Initial.